Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not reveal nonconformances related to the reported event. Manufacturing evaluation revealed, the spiral blade inserter was returned for evaluation with several nicks and dents on the handle and on the tip. Circular wear marks, wear grooves and black discoloration exists on the top of the handle around the cannulation. The 2 protruding blades at the tip of the instrument are bent outward, which is not a result of the manufacturing process. Several dents and wear marks exist on the inside of the 2 blades that are bent outward. Insertion of the returned spiral blade was inserted into the returned aiming arm, was attempted during this evaluation to test functionality, the blade inserter would not fit due to the outward bend of the blades. The inside length between blades passed inspection at the time of manufacture. Due to the wear marks and damage exist on the instrument in the areas relevant to this complaint, and the instrument passed inspection for relevant features at the time of manufacture, this complaint is indeterminate from a manufacturing perspective. Product development event evaluation details, the dimensional analysis of the two parts involved in this complaint showed the insertion instrument is properly designed to fit through the hole in the aiming arm. As a result the parts will function as intended if there is no damage to the parts. It is clear by examining the inserter that the tips of the inserter are bent outward increasing the outer diameter of the insertion tool. The bend in the tips creates about 0.3mm of interference between the hole in the aiming arm and the insertion tool not allowing the insertion tool to be inserted. The aiming arm and insertion instrument did not function as intended because the tips of the insertion instrument were bent outward creating an interference. It is undetermined what mechanism caused the ends of the inserter to bend. It is undetermined when the instrument was bent before, during or after procedure. Placeholder.

Event description:
During a nail procedure surgeon was using the spiral blade inserter and the aiming arm to insert the blade with the nail already inserted. Surgeon was having problems with the two instruments fitting together to insert the blade. After two hours surgeon removed the nail he inserted, and used a proximal humeral plate to complete the procedure. This is report 2 of 3 for complaint (B)(4).